Event description:
Ekos device was surgically inserted without difficulty for extensive iliofemoral deep vein thrombosis (dvt) with extension thrombus in the inferior vena cava (ivc). Roughly 12 hours later, it was noted that the "warlock hub" of the catheter was leaking normal saline (ns)/coolant. Contact was made with the surgeon and the company representative and the coolant saline infusion was discontinued but the catheter remained in place and was functional. The catheter was then surgically removed the next day. There was no harm to the patient; vena cava was free of thrombus as was the common femoral vein, and the distal portion of the external iliac.====================== manufacturer response for ultrasonic accelerated thrombolysis device, ekosonic small vessel endovascular system (per site reporter).====================== company would like the device returned to examine and test.